Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12july2019. Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse replaced the tahoe user interface (tui) pcba to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted technical support (ts) due to getting error code message of 3.3 voltage rail failed. System error 432, 3.3v voltage rail failed on the unit. The customer stated there was no patient involvement. The event date was not specified, estimate used.